Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported peri-operative antibiotics were administered. The patient did not have meningitis. The patient had redness, swelling and pain at the device pocket. A culture was obtained at the device pocket and the type of organism cultured was unknown. Treatment also included intravenous (IV) antibiotics. The infection resolved, but the patient had drug withdrawal symptoms.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there had been fluid accumulation in the pump and lumbar sites. Upon removal, a yellow tinged fluid was noted from both sites. An infection was suspected and cultures were subsequently taken. It was indicated that an unknown organism was cultured. The entire system was explanted and it was noted that there was no volume discrepancy. At the time of report, there was no patient injury. The device system was used to deliver morphine and bupivacaine. Three days later, it was reported that the patient hadn¿t had any other symptoms than fluid accumulation to the reporter¿s knowledge.